Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator was returned with no information. Further review of the manufacturer's database indicated the patient died approximately two months after device replacement. The cause of death has been requested and is not available.